Event description:
It was reported an angio-seal device was deployed following a coronary interventional procedure. The pt was on flat bed rest for 6-8 hours. Upon ambulating, the pt complained of numbness in the right foot; the foot was cold. It was determined the pt had an occlusion in the common femoral artery. The pt underwent surgery where the angio-seal device with thrombus was removed from the common femoral artery; all components were noted to be intravascular. The pt was reportedly recovering.